Event description:
From rn involved: I did not notice any damage to heel warmer prior to activation. Heel warmer was activated by bending the metal disk enclose in pack. Once the heel warmer was activated, I was securing it to the infants leg/foot when I noticed moisture and found that the heel warmer was leaking the warming contents from the seams. I removed the heel warmer from the infant and the bassinet. I wiped the infant's leg/foot with a dry blanket and then wash the leg/foot with a wet wash cloth. (I was concerned with either a chemical burn or thermal burn to skin from the heel warmer contents) I examined the leg/foot for any type of burn or injury to the site. All skin looked normal and no injury was noted. FDA safety report ID# (B)(4).